Event description:
It was reported that the customer's insulin pump over-delivered insulin, and that it caused hypoglycemia in the customer. During the displacement test the insulin pump alarmed ha93, and the alarm would not clear. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan per the instructions of the customer's hcp. The customer's blood glucose value was 2.4 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during the rewind due to a motor encoder out of phase. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.